Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor was observed to have a ¿foreign body¿ inside the reservoir. This malfunction was observed after the device was filled with 5fu. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). If additional relevant information is obtained, then a follow-up MDR will be submitted.